Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator system exhibited oversensing, resulting in double counting during periods of elevated heart rates. The patient received a total of three inappropriate shocks and was scheduled for an exercise test to evaluate programming options. Additionally, boston scientific's technical services (ts) and internal engineers performed a device data review to assist with system optimization. This data review confirmed a notable decrease in r wave amplitude when compared to the patients resting rate. It was concluded, that the recently prescribed beta blockers and an unchanged system programming, would be most optimal. The device is currently programmed in primary with a times 2, gain. It was further discussed that should this patient continue to experience inappropriate therapy, a system placement screening could be considered. At this time, no system changes have been applied. Subsequently, this patient received an additional shock while sitting in a chair. Technical services was again contacted for recommendations. Reportedly, the physician had given the patient a magnet following their previous inappropriate therapy, due to fear of additional shocking episodes. The patient self applied the magnet following this shocking event, thus inhibiting the devices ability to store episode information. To date, no system changes have been made and no further information received. To date, the device remains implanted and in service.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator system exhibited oversensing, resulting in double counting during periods of elevated heart rates. The patient received a total of three inappropriate shocks and was scheduled for an exercise test to evaluate programming options. Additionally, boston scientific technical services and internal engineers performed a device data review to assist with system optimization. This data review confirmed a notable decrease in r wave amplitude when compared to the patients resting rate. It was concluded, that the recently prescribed beta blockers and an unchanged system programming, would be most optimal. The device is currently programmed in primary with a times 2, gain. It was further discussed that should this patient continue to experience inappropriate therapy, a system placement screening could be considered. At this time, no system changes have been applied.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator system exhibited oversensing, resulting in double counting during periods of elevated heart rates. The patient received a total of three inappropriate shocks and was scheduled for an exercise test to evaluate programming options. Additionally, boston scientifics technical services (ts) and internal engineers performed a device data review to assist with system optimization. This data review confirmed a notable decrease in r wave amplitude when compared to the patients resting rate. It was concluded, that the recently prescribed beta blockers and an unchanged system programming, would be most optimal. The device is currently programmed in primary with a times 2, gain. It was further discussed that should this patient continue to experience inappropriate therapy, a system placement screening could be considered. At this time, no system changes have been applied. Subsequently, this patient received an additional shock while sitting in a chair. Technical services was again contacted for recommendations. Reportedly, the physician had given the patient a magnet following their previous inappropriate therapy, due to fear of additional shocking episodes. The patient self applied the magnet following this shocking event, thus inhibiting the devices ability to store episode information. To date, no system changes have been made and no further information received. To date, the device remains implanted and in service. A bsc field representative became aware the system was deactivated following the most recent inappropriate therapy. Follow-up reported the patient has been provided with an external automatic defibrillator, for any emergent conditions. Additionally, the patient has been asked to consider sicd removal, in favor of a transvenous system. At this time, the device does remain implanted but not active.